Manufacturer narrative:
Product investigation: the complaint component was returned and analyzed, and the reported allegation of a connector disorder was not confirmed via product analysis. The ams700 momentary squeeze pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. One straight window quick connector (wqc) was returned and performed within specifications. The product analysis did not confirm the alleged connector disorder. The product record review revealed no additional information related to the complaint. An overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed during product analysis. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent a surgical procedure to replace the pump component of this inflatable penile prosthesis (ipp) due to a "connector disorder". The pump was explanted and replaced. Patient outcome following the procedure was not reported. The explanted pump is expected for return. No further information is available at this time. Additional information was received indicating that the connector would not stay straight in the body and was continuously chafed by the skin causing it to wear down. The patient was well following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to replace the pump component of this inflatable penile prosthesis (ipp) due to a "connector disorder". The pump was explanted and replaced. Patient outcome following the procedure was not reported. The explanted pump is expected for return. No further information is available at this time. Additional information was received indicating that the connector would not stay straight in the body and was continuously chafed by the skin causing it to wear down. The patient was well following the procedure.